Manufacturer narrative:
H3: one cadd extension set with part number 21-7092-24 with lot number 3962213 was received in decontaminated condition inside a plastic bag without its original packaging. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. No damages nor others workmanship defects were detected on the sample. The sample was tested using the hydrostatic vessel. No leaks were detected fleeing from the y site nor other join or component, thus the reported issue was unable to be confirmed or duplicated. There was no fault found with the returned sample.

Event description:
It was reported that a mismatch between the tubing and the purple tip was observed, resulting in a leak at the y connection before the valve at the pca connection. The pump did not alarm because the product was leaking. As a result, the patient's broviac catheter became clogged. The tubing was replaced. No consequence for the patient.